Manufacturer narrative:
If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that during implant of the intraocular lens (iol), the lens did not unfold and was stuck in delivery device. Reportedly, there was no patient injury and no sutures used. The lens was replaced with the same model and size lens. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 10/1/2018. Device returned to manufacturer? Yes. Device evaluation: the product was received in its original packaging. Visual inspection under 12x microscope magnification was performed by a qualified final inspection manufacturing specialist. Both lens haptics were observed in good condition with no abnormalities. There were scratches found on the optic. However, product will be rejected if such defect is found during manufacturing. Lens was further measured. All measurements (haptic width, optic diameter, overall diameter and haptic thickness) were within specification. Scratches were observed, however, when and how the defect occur cannot be determined. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed that no other complaints have been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.